Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon products were related to any adverse events (post op bleeding) in this series of patients described in the article? Can specific patient demographics be provided for the subjects of this article? What are patient pre-existing conditions, specific medical/surgical intervention? Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used? Please provide clarification: in the article, it was stated ¿thereafter, 9-12 unpledgeted threads of 2-0 coated polyester fiber (ethibond, ethicon inc., USA) are placed, inside-out and horizontally, below the valve in a circumferential fashion¿ when referring to ¿9-12 unpledgeted threads¿ ¿ are you saying that 9-12 individual ethibond sutures were used on each patient in group a and b? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent a david procedure on an unknown date and suture was used. The patient experienced post-operative bleeding and was re-opened (via same access). Additional information has been requested.